Manufacturer narrative:
Removed product information from executive summary. Lot# 12c441. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The avs tl surgical technique indicates that the life of the device depends on the number of uses and devices should be examined for wear prior to use. Conclusion: the likely root cause not properly mounting the spacer to the collet on the inserter, causing the spacer to break loose during insertion into the disc space as outlined in the surgical technique.

Event description:
It was reported that the inserter is not holding the cage tight, upon insertion of an a tl cage the fins became useless as they were gone as surgeon tried to impact cage. We then used an 11x25x4 cage and it was inserted.

Event description:
It was reported that the avs tl inserter is not holding the cage tight, upon insertion of an 11x30x4 tl cage the fins became useless as they were gone as surgeon tried to impact cage. We then used an 11x25x4 cage and it was inserted.